Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, upon interrogation on (B)(6) 2014, the device was found in standby mode. It was then re-initialized and the previous settings were re-programmed. The device was interrogated yet again and normal behaviour was observed. Pt had undergone a coronary angiography and customer would like to know whether this could have triggered the switch in standby mode.